Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles; needle cored the vial septum. The following information was provided by the initial reporter: we use cannulas that are intended for withdrawal, but if you use them on ampoules with rubber membranes, they often punch a rubber blob out of the membrane, which can then be aspirated into the syringe, which in turn can be given to a patient IV. Already sent a medcontrol on this and got back a reply that this cannula is ok for pumping when did the incident occur? During use.

Manufacturer narrative:
As no physical sample or valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.